Manufacturer narrative:
An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.

Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver was received on (B)(6) 2014 and it was not connected to external wall power for five days until (B)(6) 2014. The customer also reported that after 24 hours of being plugged into external wall power, the companion 2 driver exhibited an "emergency battery error" alarm. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external wall power and external batteries.